Manufacturer narrative:
Hosp refused to return instrument for eval, but allowed to take pictures from the instrument involved with this incident. Eval was performed on the basis of these pictures made by a sales rep of the distributor. As per info received from this sales rep. No lot number was to be seen on the shaft. It is within the realm of possibility that the lot number cannot be located because the shaft possibly had been reinsulated by an unauthorized third party. Investigation: the instrument in question was unfortunately not returned by the hosp for eval, as well as the lot number was not given with the medwatch report. In order to perform a proper eval and a thorough review of our production documents, we contacted the distributor on 06/12/08 and asked for more info (possibly pictures of the instrument, the fracture or a lot number). The distributor's sales rep visited the hosp and was able to look at the instrument in question and he was allowed to take some pictures, which we were provided with on 06/23/08. As per the sales representative's info, no lot number could be located on the instrument. Based on the pictures provided, production mgr, and qual mgmt rep, reviewed the co's mfg records and performed the eval. Since the lot number was not provided, we were not able to trace back any info as to the production date, production lot quantity or any delivery info. We are able to trace deliveries back to 07/04/02 and since then a large quantity of these articles of the same product family has been delivered to the distributor. In november 2004, we received one other complaint with regard to this article. Eval of this former complaint revealed that insufficient cleaning had been the probable cause for the blade to break. The FDA has not been involved so far. Since the lot number is not known, we are not able to check the production records for this specific item. However, we wish to point out that all instruments will be checked prior to shipment, as to the stipulated production specs with regard to the used material, and the production processes. As well the instruments are compared with a master sample and/or engineering drawing and the hardness of the instruments is measured in compliance with a random inspection plan. In addition, the instruments have to pass a 100% qual and functional control prior to delivery. Based on the provided photo, which can be found below, we are of the opinion that the instrument had been repaired by an unauthorized repair shop. The screw of the jaw parts is damaged to a relatively extensive degree with regard to the screw lot and screw head. The scissors blade is broken in the area with the most thickness of material. As per the picture, the broken piece fits to the remaining jaw part, so that it can be assumed that no parts were left inside the pt. Conclusion: no conclusion as to the exact cause for the break of the scissors blade can be drawn. Based on our analysis, and on our longterm experience as qualified MFR of surgical instruments, we are able to make following statements: the scissors blades are made of medical stainless steel with a hardness range of tolerance. Due to this high hardness, the instruments are very delicate as to any impacts. If the instruments are not handled diligently, a break can already occur when the instrument is dropped to the floor or due to any kind of impact to the scissors blades. Since the instrument had been repaired by a third, it is also within the realm of possiblity that the manipulation of the scissors blades has finally lead to the break. CAPA action required? Mfg processes & design: no. User handling: yes. The hosp should be instructed to visually inspect the device after reprocessing in order to detect residual contamination and/or instrument damage. Every device must be function-tested prior to reuse. If that had been done, disassembly during procedure would not have happened. Instruments that are not clean and/or do not meet their functional requirements, must be removed from the tray immediately. Tontarra does not assume responsiblity for unauthorized repairs to their instruments and will reject all ensuring warranty claims.